Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 6/27/2014-medical records received. Part/lot information received. After review of the medical records which included the primary operative note and sticker sheet. Litigation alleged pain, so the locking ring is being added to the complaint as it cannot be excluded as the cause of pain as the patient didn't have a metal on metal implant. It should also be noted the patient had a broken stem before the doi of (B)(6) 2003. The revision operative note hasn't been provided yet to confirm, but it is possible the broken stem litigation is alleging happened before the depuy doi. There is no new additional information that would affect the existing MDR decision.

Event description:
Legal claim received. It is alleged that the patient suffered from a total failure and underwent an operation to repair injuries that were suffered. (B)(4). Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and difficulty ambulating.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A review of the device history records for the fractured stem did not reveal any related manufacturing deviations or anomalies. Medical records were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.